Event description:
It was reported that the patient was experiencing pinching pain under the skin. A new sflx 4-4 coil was shipped to the patient. The patient later stated that they have medal rods implanted to hold the bones together and was experiencing pain along the medal rod. The patient stated the pain was like a pinching feeling as if the skin got caught between some tweezers. The pain level was a 2 out of 10. The patient did not contact their doctor as the pain was not that bad the patient stated he has had no issues since receiving the new coil. It was later reported that the patient was having pain issues, stomach cramps in the leg, and nausea. The pain was on the left leg and was below the sin. The patient had a knee implant and stated that the prior surgery site was hurting while he was treating. The pain level was a 10 out of 10. The patient spoke to their primary care physician who advised him to contact customer service. The patient stated the pain was horrendous. It was later reported that the patient spoke to his surgeon, and they could not determine the cause of the pain. The patient was switched to an ortho pak device.

Manufacturer narrative:
A visual inspection of the customer returned product was performed. Included was one sflx 2-4 coil part no. 1068228 with (B)(6) (B)(4). The part appeared to be in good condition from the cosmetic/visual point of view. The DHR for the sflx 2-4 coil was reviewed and there were no reports of non-conformances or deviations. Calibration information: all tests inspections were completed using tektronix oscilloscope ID (B)(6) with calibration due on may 20, 2025; tf0804. D05 which does not require calibration. Test/inspections were completed by the quality department on august 21, 2024. The failure was not confirmed for the reported condition of "patient experiencing pinching pain.". The coil was tested and operates as intended. Review of complaint history identified (1) total complaints from (mar 29, 2023) to (mar 29, 2024) for pn (1068228) and events related to (pain). Keyword search criteria: (complaint code: medical: pain) the search could not be specified further because the main complaint was pain. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. This device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that the patient was experiencing pinching pain under the skin. A new sflx 4-4 coil was shipped to the patient. The patient later stated that they have medal rods implanted to hold the bones together and was experiencing pain along the medal rod. The patient stated the pain was like a pinching feeling as if the skin got caught between some tweezers. The pain level was a 2 out of 10. The patient did not contact their doctor as the pain was not that bad the patient stated he has had no issues since receiving the new coil. It was later reported that the patient was having pain issues, stomach cramps in the leg, and nausea. The pain was on the left leg and was below the sin. The patient had a knee implant and stated that the prior surgery site was hurting while he was treating. The pain level was a 10 out of 10. The patient spoke to their primary care physician who advised him to contact customer service. The patient stated the pain was horrendous. It was later reported that the patient spoke to his surgeon, and they could not determine the cause of the pain. The patient was switched to an ortho pak device.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.